Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant it was noted that the right ventricular (rv) lead exhibited high thresholds and suspected under-sensing. The rv lead was repositioned and remains in use. Suspected atrial under-sensing was also noted on current electrogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.